Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. However, x-ray images show ap <(>&<)> lateral views of complex construct from l5 to above t12. Left l5 pedicle screw is separated from rod due to set screw dislodgement.

Manufacturer narrative:
Additional information: analysis of the returned device shows that no pre-existing defect was found on the returned implants which could be responsible of the event. The loosening of the setscrews may come from: - over tightening of the setscrews after their break off leading to the splay of the bone screw tulip - improper insertion of the rod into the rod canal of the pedicle screw: in such condition, when the patient stands up, realignment of the rod into the rod canal may happen inducing setscrew loosening.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-operatively, it was discovered that "the reduction setscrews had disengaged from the end of the construct". A revision surgery was done to remove the migrated screws. No further details are known at this time.